Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a gynecological procedure to treat pelvic organ prolapse, stress urinary incontinence and a sling was implanted. It was reported that after implantation patient experienced pain, infection, bleeding, dyspareunia and urinary, bowel and neuromuscular problems. It was reported that patient underwent partial mesh excision of eroded genitourinary implant, urethrolysis and cystourethroscopy on (B)(6) 2012 because of pain due to consistent infections. It was further reported that the patient on (B)(6) 2012 underwent a cystoscopy due to chronic hematuria and incontinence. (B)(4) - urinary/bowel problems; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, urinary frequency, urge incontinence, difficulty emptying her bladder and discomfort on the lower abdomen. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary urgency, urinary frequency, urge incontinence, difficulty emptying her bladder and discomfort on the lower abdomen.